Event description:
It was reported that the deep brain stimulation (dbs) clinical patient enrolled in clinical study a4010 developed worsening of parkinson's symptoms on the right side which were moderate in severity. High impedance measurements were discovered on the dbs pocket adaptor. The patient was admitted the same day and the device was reprogrammed and then patient was discharged. The patient was recovering. This event was reported as a causal relationship to stimulation and hardware.

Event description:
It was reported that the deep brain stimulation (dbs) clinical patient enrolled in clinical study a4010 developed worsening of parkinson's symptoms on the right side which were moderate in severity. High impedance measurements were discovered on the dbs pocket adaptor. The patient was admitted the same day and the device was reprogrammed and then patient was discharged. The patient was recovering. This event was reported as a causal relationship to stimulation and hardware. Additional information was received on 21feb2023 indicating that the patient underwent a revision procedure where two dbs pocket adaptors were explanted and replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Update to section, h6 impact codes. Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9218150. Model: sc-9218-15. Serial: (B)(6). Batch: 7072035.